Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the sealant of the 6/7f mynxgrip vascular closure device (vcd) got out from delivery shaft during deployment. There was no reported patient injury. The mynx vcd was removed from the package and prepped according to IFU instructions. The sealant came out from the side out of position. The sealant was not exposed during prep, while removing the device from package or during deployment. The sealant was dislodged. Manual compression was provided for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the sealant sleeve was fully retracted against the shuttle handle. The sealant was protruding from the distal end of the shuttle cartridge abutting the balloon, exposed to blood. The procedural sheath was not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Shuttle movement was checked per mynxgrip instructions for use (IFU) and no resistance was felt. Subsequent to unsheathing, the advancer tube was found properly engage the tamp lock. Inflation testing was performed on the balloon of the returned device. However, the balloon could not be inflated partially since the catheter¿s lumen was clogged with dried contrast/saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon could not be inflated for examination. A product history record (phr) review of lot f1913602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review and the product analysis, procedural/handling factors, such as an incomplete engagement of the advancer tube, possibly contributed to the protruding/dislodged sealant reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. If the sealant was soaked with blood during this process, it will swell and possibly protrude from the shuttle as received. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1913602) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the mynxgrip vascular closure device (vcd) got out from delivery shaft during deployment. There was no reported patient injury. The mynx vcd was removed from the package and prepped according to IFU instructions. The sealant came out from the side out of position. The sealant was not exposed during prep, while removing the device from package or during deployment. The sealant was dislodged. Manual compression was provided for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. The device will be returned for analysis.